Manufacturer narrative:
The customer reported that the system had intermittent aspiration and noisiness during vitrectomy. The surgery was completed. There was no patient impact. The company service representative examined the system and was able to replicate the reported events. The pneumatic module was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on august 29, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to a nonconforming pneumatic module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure the aspiration was intermittent and there was distorted noise. The surgery was completed with no harm to the patient.